Event description:
It was reported that the external pulse generator (epg) required repair. The epg returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was found on analysis that the external pulse generator (epg) had a broken ventricular output connector and a missing and broken bail cover. The upper case was damaged. The epg passed all incoming tests. Due to lack of spare parts the epg was scrapped. If information is provided in the future, a supplemental report will be issued.